Event description:
A healthcare professional reported that during an intraocular (iol) lens implant procedure, the system did not have phaco power. The system was exchanged to complete the case following a 15 minute delay. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
The facility biomedical tech called the company tech support spec (tss) to assist with troubleshooting the system. The tss advised the customer to review the system settings. The settings were found to be incorrectly set. The customer was then advised to adjust to the appropriate settings. The system was found to be working fine after that. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. The root cause was attributed to use error as the incorrect system settings were used during the initial setup. The system operator's manual contains instructions on system settings and directions for use. (B)(4).